Manufacturer narrative:
Device evaluation

Event description:
It was reported that during a surgical procedure at the user facility the device was not holding pressure. There was no impact to the patient, no adverse consequences, no medical intervention and no surgical delay.

Event description:
It was reported that during a surgical procedure at the user facility the device was not holding pressure. There was no impact to the patient, no adverse consequences, no medical intervention and no surgical delay.